Manufacturer narrative:
During investigation, a tear was found on the unexposed portion of the soft cannula. When the distal tip of the soft cannula was manually occluded, fluid diverted and was seen exiting the tear. The timing and cause of the damage on the unexposed portion of the soft cannula could not be determined. Due to the internal leak, the exposed portion of the soft cannula could not be tested to confirm the reported issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 4 g/l (400 mg/dl) and that there was insulin leaking noted at the site. Hyperglycemia treated by patient with an insulin pen.